Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and surgical conversion. (B)(4). Coil embolization of the middle sacral artery to treat the type ii endoleak could not be performed due to the patient¿s moderately tortuous anatomy.

Event description:
On (B)(6) 2008, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During multiple post-operative follow-up visits (dates unspecified), a type ii endoleak originating from a middle sacral artery was reportedly confirmed by computed tomography scan. On (B)(6) 2014, the physician attempted coil embolization of the middle sacral artery. However, a catheter could not be advanced to perform the procedure. According to report, the patient¿s anatomy was moderately tortuous. The physician aborted the attempt at embolization, and the patient tolerated the procedure. On (B)(6) 2013, an angiogram verified the type ii endoleak. On the same day, the physician explanted the excluder devices and surgically repaired the vasculature. The patient tolerated the procedure. The explanted devices have been returned to gore for analysis.

Manufacturer narrative:
Devices implanted: pxt231416/05984208 and pxc201200/05734896. A review of the manufacturing paperwork verified that the lot met all pre-release specifications. Results pending completion of explant evaluation.